Event description:
It was reported that the pt died. The cause of death was unk. Add'l info rec'd from the hcp stated, they were unaware the pt had expired. The pt had been treated for essential tremors. The pt was seen last by the hcp in 2007 for a battery change.